Event description:
It was reported pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician obtained venous access and transseptal puncture was performed. After wire crossed, hypotension was noticed, pressure began in the 100s, dropped to 50s. A pericardial effusion (pe) was discovered almost immediately. A pericardiocentesis was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and hypotension are a known inherent risk of versacross connect laac access solution. The clinical events are anticipated in nature through residual risk communicated in the IFU for the versacross connect laac access solution.

Event description:
It was reported pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician obtained venous access and transseptal puncture was performed. After wire crossed, hypotension was noticed, pressure began in the 100s, dropped to 50s. A pericardial effusion (pe) was discovered almost immediately. A pericardiocentesis was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).